Event description:
It was reported that a system failure primary audible alarm background (bgnd) test was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found both tamper seals were broken. The device had a cracked top case (lower front left corner and under tube holder). The pump event history log review showed a primary audible alarm background (bgnd) test and primary audible alarm post. The technician found the primary audible background (bgnd) test was duplicated at power up process. It was also noted that the c9 capacitor was broken off from the interconnect board as a result of the customer's impact to the pump and short profile purple super cap was present on the main board. The technician replaced the interconnect board. Performed power up process and all functional tests which the device passed. The root cause of the issue was due to customer impact on the device.